Event description:
It was reported that the patient had a full revision due to high impedance. The surgeon reported that the electrode seemed to be severed proximal to the coils. No x-ray was done prior to revision surgery. The battery was changed prophylactically. The explanted devices are not available for return. No additional has been received to date.